Manufacturer narrative:
The device was not saved; therefore, a sample evaluation could not take place. Lot number was not provided, so a DHR was unable to be performed. Only the di of the UDI information is known due to lack of lot number information. Hollister will continue to monitor for this issue.

Event description:
(B)(6) in (B)(6) canada reported an incident involving one of their patient's that had a hollister securement device endotracheal tube anchorfast with biteguard. It was reported that the device was positioned in the middle when the patient bit down and reportedly broke three of their bottom incisors.